Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump with unknown serial number remains in the patient and was not returned for evaluation. The reported high power event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. The reported "controller malfunction" could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, high flows, or incorrect setting of alarm threshold. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course.  There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: brand name: heartware ventricular assist system ¿ controller. Model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). This event was reported in the q1 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with a suspected ventricular assist device (vad) thrombosis and hemolysis. His ldh had continued to increase with elevation of pump flows and pump power. Tissue plasminogen activator (tpa) therapy was administered 4 times which was unsuccessful. The patient refused vad exchange. The patient also had an unspecified controller malfunction. The patient subsequently expired as a result of the vad thrombus. The vad remains in the patient. No further information was provided as part of the event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.